Manufacturer narrative:
Garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are smart flex stent but the catalog and lot numbers are not available. As reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551; one patient experienced late stent occlusion 24 months after placement of a smartflex self-expanding stent delivery system (ses). The patient originally came with critical lower leg ischemia and intermittent claudication and was treated with percutaneous transluminal angioplasty (pta) and multiple stent deployment (smartflex 6 x100 and smartflex 6 x 200) at the superficial femoral artery (sfa) and popliteal artery gaining final patency of a single below the knee tibial vessel. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿in-stent peripheral artery restenosis¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The use of angioplasty and stenting in the femoro-popliteal arteries usually results in initial high technical success rates of over 90%. It has been well established in the literature that late clinical failures remain an important limitation of endovascular therapy in this vascular territory. Studies have shown restenosis rates of up to 60% within one year for stenting and up to 70% within one year for angioplasty alone. A small subset of patients appears to have exaggerated neointimal hyperplasia leading to early in-stent restenosis. This can be seen even in the setting of dual anti-platelet therapy and these factors may have contributed to the reported event. According to the safety information in the instructions for use ¿potential adverse events - potential hazards and side effects include, but are not limited to: abrupt stent closure, ischemia requiring intervention (bypass or amputation of toe, foot or leg), limb loss, restenosis of the stented segment, worsened claudication/rest pain.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551; one patient experienced late stent occlusion 24 months after placement of a smartflex self-expanding stent delivery system (ses). The patient originally came with critical lower leg ischemia and intermittent claudication and was treated with percutaneous transluminal angioplasty (pta) and multiple stent deployment (smartflex 6 x100 and smartflex 6 x 200) at the superficial femoral artery (sfa) and popliteal artery gaining final patency of a single below the knee tibial vessel.